Event description:
The medical center placed an impella cp to provide hemodyamic support for a patient admitted with an acute myocardial infarction. After under 1/2 of an hour of support the pump was replaced due to low flows. The team placed a new second pump which successfully supported the patient. Upon investigation of the first pump the impeller blade was observed to be broken.

Manufacturer narrative:
The investigation into the impella pump with low flows and broken impeller blade has concluded. Because the fluoroscopic image of the pump was not returned, a definitive root cause of the fracture could not be determined. The failure mode will be monitored and trended.